Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
A peripheral diamondback orbital atherectomy device (oad) was used to treat a lesion in the posterior tibial artery with three treatment passes. The oad and guide wire were removed and reinserted to treat lesions in the anterior tibial artery. Following three treatment passes in the anterior tibial artery, the physician elected to treat an occlusion in the dorsalis pedis artery and the oad was advanced to this location. Two treatment passes were performed, and the oad became stuck during the second treatment pass. Multiple attempts were made to remove the device, however they were unsuccessful. The patient was transferred to an operating room and a surgical procedure was performed to remove the oad. The patient was stable and recovering well following the procedure.